Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device after inflation remained inflated and did not deflated even after using pre-calibrated syringes. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The failure reported occurred on two devices with the same model and lot number (model b-v432p-a with lot number gk7127t405). There was no patient harm or injury reported due to the event. No user injury reported. According to the reporter, the procedure was cancelled and later completed with another similar device. The patient is completely fine and the intended procedure was completed successfully. This event includes two (2) reports to address the two devices (model b-v432p-a with lot number gk7127t405). Report with patient identifier (B)(4). Report with patient identifier (B)(4). This report is for report with patient identifier (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the balloon not deflating occurred due to the stop lock / syringe used at the syringe port not being able to retain pressure. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿·before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection-control risk, cause tissue irritation, perforation, bleeding, or mucous membrane damage and may result in more severe equipment damage. ·inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon. ·if it is difficult to pull the plunger of the premeasured syringe when deflating the balloon, detach the premeasured syringe from the air-feeding port. ¿if resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope. ¿when using an endoscope equipped with a forceps elevator, do not withdraw the instrument from the endoscope if the forceps elevator is up. This could damage the instrument.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and customer response to follow up. Communication with the customer, the following information conveyed: two units failed the same time during the endoscopic retrograde cholangiopancreatography (ercp) procedure. The two units did not deflate and the procedure was cancelled. The procedure was resumed the same day, intended procedure was completed successfully with the third one (3rd device similar device) without any patient impact or harm. The subject device was received and inspected at service business center olympus india device inspection found discolored balloon connecting port. The balloon after inflation remains intact however, the stop lock / syringe at syringe port is not able to retain pressure. Investigation is ongoing. This report will be supplemented accordingly following investigation.